Event description:
It was reported that during a laparoscopic appendicectomy, there was an unexpected resistance in grasping the trigger and the device could not be fired at the 1st firing. The clip was fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = jaw. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 19 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.